Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a history of arrhythmia, there was calcification extending beneath the aortic annular plane in the interventricular septum, and the final implant depth of the valve was 6.59mm from the non-coronary cusp (deeper than the optimal 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the calcification extending beneath the aortic annular plane in the interventricular septum and the deeper than optimal implant depth contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2993 removed.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on an unknown date, a 35mm portico ng/navitor titan valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the patient had an access site bleeding event, likely caused by an unknown percutaneous closure device. However, it was also noted that the patient also had episode of hypotension during procedure due to a retroperitoneal bleed from an unknown cause. The patient's access site bleeding was treated with a covered stent. The patient was administered heparin for procedure, but their activated clotting time levels is currently unknown. There was no difficulty experienced implanting the navitor valve. Post-implant it was noted that the patient had a sudden severe onset of hypotension with loss of consciousness. An electrocardiogram was performed and revealed critical bradycardia. The patient did not suffer cardiac arrest. It is unknown what caused the patient's hypotension post-implant. The decision was made to administer the patient inotropes and 4 units of blood. The patient regained consciousness, and blood pressure and electrical activity normalized. An emergent brain and abdomen computed tomography scan and electrocardiogram were performed and had normal results. There were no signs of active bleeding or conduction disturbance. The patient's hemoglobin was also evaluated and was also within normal range. On 21 december 2023, it was noted that the patient became anemic and required a red blood cell transfusion. There is allegation of malfunction against the abbott devices or procedure. The patient was in good condition and discharged at the time of report. Subsequent to the previously filed report, additional information was received that the implant date on the 35mm portico ng/navitor titan valve was on 18 december 2023. It was noted that the retroperitoneal and access site bleeding are the same bleeding event. The bleeding event it not related to the 35mm portico ng/navitor titan valve or large flexnav delivery system. The bleeding event caused the patient's anemia. It was also the day of implant, that the patient developed a left bundle block branch block (lbbb), after a pre-implant dilatation. The lbbb immediately regressed without treatment. On (B)(6) 2023, it was noted that the patient developed another lbbb. No treatment was performed. On (B)(6) 2023, the patient developed a first degree atrioventricular block. It was also noted that the patient required a ferinject infusion due to persistence of low hemoglobin, in the absence of bleeding sources with hemodynamic stability. It was noted that the final non-coronary cusp implant depth of the 35mm portico ng/navitor titan valve was 6.59mm. There was no treatment reported of the patient heart blocks. It was noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. The patient's lbbb and atrioventricular block persisted at discharge, but no intervention was performed or planned. The cause of the patient's lbbb is believed to be due to the pre-implant dilatation. The patient's atrioventricular block is believed to be related to the implant procedure and 35mm portico ng/navitor titan valve.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) it was reported that on an unknown date, a 35mm portico ng/navitor titan valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the patient had an access site bleeding event, likely caused by an unknown percutaneous closure device. However, it was also noted that the patient also had episode of hypotension during procedure due to a retroperitoneal bleed from an unknown cause. The patient's access site bleeding was treated with a covered stent. The patient was administered heparin for procedure, but their activated clotting time levels is currently unknown. There was no difficulty experienced implanting the navitor valve. Post-implant it was noted that the patient had a sudden severe onset of hypotension with loss of consciousness. An electrocardiogram was performed and revealed critical bradycardia. The patient did not suffer cardiac arrest. It is unknown what caused the patient's hypotension post-implant. The decision was made to administer the patient inotropes and 4 units of blood. The patient regained consciousness, and blood pressure and electrical activity normalized. An emergent brain and abdomen computed tomography scan and electrocardiogram were performed and had normal results. There were no signs of active bleeding or conduction disturbance. The patient's hemoglobin was also evaluated and was also within normal range. On (B)(6) 2023, it was noted that the patient became anemic and required a red blood cell transfusion. There is allegation of malfunction against the abbott devices or procedure. The patient was in good condition and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on 29 january 2024, the patient visited for their 30 days follow up appointment. It was noted via electrocardiogram during the visit, that the patient had developed a third degree atrioventricular block. The patient was subsequently hospitalized for monitoring of heart rhythm. It was noted that the third degree atrioventricular block persisted. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient did not have a history of arrhythmia, there was calcification extending beneath the aortic annular plane in the interventricular septum, and the final implant depth of the valve was 6.59mm from the non-coronary cusp (deeper than the optimal 3mm). It was noted that the physician believes the heart block is related to the implant procedure and the navitor valve. Based on the available information, the reported event appears to be related to the procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.